Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen takes longer then expected to respond when pressed. Reportedly, the button "3" is delayed in responding when pressed, and the screen flickers. Customer had elevated blood glucose levels (260 mg/dl). Correction bolus was delivered to stabilize blood glucose levels.